Event description:
Consumer reported permanent out of range signal. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint receiver device was not returned to dexcom. The transmitter device (stt-gl-003/612mg), used with the complaint receiver device, was returned on (B)(4) 2013. The complaint transmitter device was returned for evaluation. The device was visually inspected and no damage was found. Functional testing could not be performed because the device was received in a condition making evaluation not possible. Therefore the complaint of permanent loss of "y" could not be confirmed.

Manufacturer narrative:
Data was received (B)(4) 2013 and confirmed the permanent out of range signal.